Manufacturer narrative:
The manufacturer is still waiting for the arrival of the device.

Event description:
The initial reporter reported an air-in-line missed alarm issue with the device to zyno medical on (B)(6) 2017. The initial reporter forwarded to zyno medical the email from the representative at the user facility sent out on (B)(6) 2017: "we had an incident today with a zyno pump that continued to infuse, after medication was complete. The entire line on the medication was filled with air. I am labeling the pump for evaluation." On (B)(6) 2017 the initial reporter received another email from the nurse involved in this event and forwarded to zyno medical: "(B)(6) 2017 1348: pt stated "there is air in the tubing" and he was pointing his finger to the upper chamber of his gammagard tubing. The bottle of gammagard was noted to be empty. I noted air throughout the IV tubing from the empty 30gm gammagard bottle to the IV site. I withdrew approximately 1ml air with a 3ml syringe from his IV site. Pt verbalized he was feeling fine and denied lightheadedness, dizziness, vision issues, short of breath, chest pain. Pt was instructed if he develops any of these issues to call our office or call 911 if he feels it is urgent. Pt verbalized good understanding of all information given. 5gm gammagard bottle started @ 1356. Arnp was notified via message. 1608: f/u call made to pt. Pt states he did feel a little strange earlier but is feeling fine now. States his wife is a nurse and she will keep an eye on him. Will f/u call with pt tomorrow." The initial reporter followed up with more patient information on (B)(6) 2017 that "dob is (B)(6) 1959. We also restarted the pump and resumed the infusion. The rate was set at 249 ml / hour. The volume infused was 379 ml. Vtbi was 500 ml. Infusion was on step 5 with 10 minutes left and 57 ml. Air in line setting at 0.4 (standard setting) learned that generally the nurses insert the IV tubing into the pump prior to turning on the pump. The pump is therefore doing the "test" with the IV tubing already in the pump". The initial reporter also mentioned that they will send out a communication to the user facility regarding the correct practice.

Manufacturer narrative:
The reported missed air-in-line alarm issue was not confirmed. The device was returned with the administration set installed, and signs of tubing jam at the air-in-line sensor position were observed during testing on (B)(6) 2018. The device alarmed as intended during all 10 repeated air-in-line testing. The device was tested and all specifications were met on 01/29/2018.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2017-00336).